Manufacturer narrative:
The customer's reported problem, "gas leak occurred", was verified by functional testing. The reported issue was caused by a leak from demand detector. The product was not repaired and returned to the customer because repair parts are not available.

Event description:
It was reported that gas leak occurred. This occurred during priming. There was no patient harm or adverse event reported.